Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that screws had fractured during a case. The company representative further explained that the broken fragment of each screw was left in the patient. There was no adverse consequences, medical intervention, or surgical delay reported for this event.